Event description:
It was reported that there was a mechanical failure due to loose femoral component.

Manufacturer narrative:
The patient is (B)(6). An event regarding the loosening of an unknown scorpio femoral component was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown nrg femur #11. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was a mechanical failure due to loose femoral component.